Event description:
Expired [death]. Case description: initial information received on (B)(6) 2016: this spontaneous medical device report was received from a reporter (certified clinical research professional) via a company representative concerning a (B)(6) female patient. The patient's medical history and concomitant medications were unknown. The patient received therasphere (dose, indication, lot number and expiration unknown) on (B)(6) 2016. After treatment with therasphere, the patient was transferred to the recovery room and discharged to home on the same day. There were no complications noted with the procedure. On an unknown date in 2016, the patient was admitted to an "outside" hospital. On (B)(6) 2016, the patient expired (within 30 days of therasphere treatment). The cause of death was not reported. No further information was provided. The reporter assessed the event as serious (hospitalization, fatal) but did not assess the relationship to treatment with therasphere. The company considers the event serious (hospitalization, fatal). Follow-up information will be requested. Company comment: the event of death nos is considered to be listed according to the current therasphere reference safety information (uspi). In the absence of an assessment by the reporter, and due to the limited information received to date and until additional information can be obtained, the company considers the event to be related to treatment with therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.